Event description:
It was reported that an ilet pump¿s left side display became difficult to see without any visible cracks, while the touchscreen continued to respond, and a replacement was arranged. Symptoms included impaired screen visibility without user-reported injury or physiologic symptoms. Outcomes included continued device use with functional touch input and shipment of a replacement unit. Investigation included device history review and request for return of the affected device for evaluation. Investigation of this case revealed a suspected display malfunction affecting visibility with no evidence of external damage or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the display module.